Manufacturer narrative:
(B)(4). Product code : phx. Medical product: comprehensive reverse humeral bearing, part #: xl-115363 lot #: 260140, comprehensive bio-modular humeral stem, pat #: unknown lot #: unknown, comprehensive reverse glenosphere, part #: unknown lot #: unknown. Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported patient underwent shoulder arthroplasty. Subsequently, the patient was revised approximately 7 years later due to shearing the humeral tray taper off while lifting heavy machinery. The patient was not cleared to lift heavy weight by the surgeon. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Visual examination of the returned product identified that the tray post fractured and the fractured portion remained in the stem. The bearing is still locked in the tray. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: fracture/disassembly of the humeral cup connection to the stem, with the displacement and malalignment of the glenohumeral components. Medical records were not provided. However, it is alleged that the patient was not cleared to lift heavy weight by the surgeon. The patient lifted heavy weights and broke the tray. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to use error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.